Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads dislodged. The patient was also experiencing stimulation in the cardiac resynchronization therapy defibrillator (crt-d) pocket. The system was turned off and remains in situ. No further patient complications have been reported as a result of this event.